Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed a "system trainer" message and the pressure waveform went flat. The pt was switched to another unit and therapy was initiated. No pt injury was reported.